Manufacturer narrative:
B3: date of event is estimated. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the battery of the patient's device was rapidly depleting and stopped working. As a result, the patient was taken to the emergency room. The hospital staff was able to charger the device for the patient. The patient was not admitted. Patient has since received a replacement battery and the patient is stable now.